Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins). On (B)(6) 2016, the patient reported the stimulation no longer covered his feet. There was decreased stimulation coverage. The patient rarely utilized the device and a reprogramming session was advised. The patient was reprogrammed on (B)(6) 2016. The event resolved without sequelae on 2016-jul-21. The event was related to the device or therapy, not related to the implant procedure, and not due to programming. Of note, the programming date for the most recent interrogation prior to the event occurred on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's relevant medical history includes complex regional pain syndrome type I (crps I) and peripheral nerve neuropathy secondary to diabetes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional of a clinical study reporting that the cause of decreased stimulation c overage was not determined.